Event description:
It was reported that during the procedure the subject stent deployed half in catheter and half in vessel. The device was removed from the patient and replaced. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Device discarded at facility.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated mes/DHR system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated the device was confirmed to be in good condition prior to use and preparation/set-up was performed as per the directions for use. Continuous flush was maintained for the duration of the procedure. The stent was not fully deployed out of the catheter and had partial deployment (half in catheter, half in vessel). There was no resistance encountered during the procedure. No excessive force was applied at any point while advancing the stent within the microcatheter. The procedure was completed by opening another device of the same diameter and length. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported event of the stent partial deployment. Device not returned for evaluation.

Event description:
It was reported that during the procedure the subject stent deployed half in catheter and half in vessel. The device was removed from the patient and replaced. The procedure was completed successfully with no clinical consequences to the patient.